Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The broken tip of sep8 remained in the body and the rest was disposed of.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while being used with an indigo system aspiration catheter 8 (cat8), the tip of the sep8 including the bulb, broke off and went into a small vessel in the pulmonary artery that was difficult to get to. The physician attempted to aspirate the broken sep8 out through the cat8 but was unsuccessful because they were unable to gain access into the branch. Therefore, the broken tip including the bulb of the sep8 was left in the patient. The procedure was then completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the reported complaint did not require additional medical intervention.